Event description:
The customer reported during pre-operational testing the device failed system pressure testing, indicating pressure is not increasing to specified levels. No pt involvement reported.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.